Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 5054-52 lead implanted: 2006-(B)(6). (B)(4)

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Auto lead diagnostics shows atrial lead impedance measurements of less than 100 ohms with a lifetime minimum impedance of 75 ohms. Impedance at baseline of approximately 650 ohms by (B)(6) 2014.

Event description:
It was reported that there was a lead warning due to low impedance on the right atrial (ra) lead. X-ray showed there was a subclavian lead fracture. The device was reprogrammed to vvi mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.